Event description:
A complaint was received regarding a to plum 360 device that experienced interruption to therapy. It was reported "noise infusing at 999 and stopped infusion". The date of incident was on (B)(6) 2024. The device will not be sent in for repair since the issue has been resolved. There was patient involvement, no harm reported and possible delay in therapy.

Manufacturer narrative:
Visual and functional testing: the device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. Review of service history and event logs: a comprehensive review of the device's service history for the past 12 months revealed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, preventing us from reviewing the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported issue.